Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on 12/29/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 180, 160, 265, 189 and 144 mg/dl. The customer's expected fasting blood glucose test result is 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 127 mg/dl and 156 mg/dl using truemetrix meter. The product is stored according to specification in the family room. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history (time not set): result 1:180mg/dl date:(B)(6) time:11:46am fasting, result 2:160mg/dl date:(B)(6) time:11:46am fasting, result 3:265mg/dl date:(B)(6) time:11:23am fasting, result 4:189mg/dl date:(B)(6) time:11:22am fasting, result 5:144mg/dl date:(B)(6) time:8:47am fasting. Customer is concerned with both the high results and the erratic results from the meter. Time not currently set up correctly in the meter.